Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report loss of consciousness and inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted in the abdomen on (B)(6) 2015. The patient was at work using the restroom and found unconscious. Paramedics were called and her cgm vs. Bg values was off. The patient followed up with her endocrinologist and her medications were adjusted. The patient feels good now. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. However, a root cause cannot be determined for the reported events.